Event description:
The customer reported via phone call that she had a button error alarm on the insulin pump. Customer has been using an insulin shot and lantus for the last couple of days. Customer stated that the buttons were not responding. Customer's blood glucose was normal, probably between 100-200 mg/dl. Customer had to take the battery out to stop the beeping. Customer stated that she was walking in the rain but the pump was under her jacket. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm. The insulin pump was received with minor scratches on display window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.